Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The log indicated several flow fault events which indicated a failure of the device to achieve the desired flow rate within 0.5 liters per minute (l/min) after six or more consecutive automatic adjustments. A calibration attempt failed and a 'service gas system' and a 'knob adjust only' message displayed on the central control monitor (ccm). A luo flow meter was installed, and the same events occurred. Manual flow adjustments were made and when compared to the flow adjustment knob on the luo epgs, more turns were required to achieve 5 l/min of total flow. 3.5 turns were sufficient to achieve 5 l/min using the luo epgs while nearly six full turns were required to achieve the same flow rate with the original epgs. The flow valve was determined to be the most likely cause of the flow control issue. It was determined that the epgs did not meet specification. The service repair technician (srt) powered on the unit and calibration passed successfully. Release testing passed successfully. As a precaution, the flow valve was replaced, and the unit was reconditioned. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the fsr, the gas reading was fluctuating, and the maximum flow was reading below 10 liters per minute. There was a 'service gas system' and 'knob control only' message displayed on the central control monitor (ccm). The fsr replaced the epgs. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the electronic patient gas system (epgs) failed release testing. There was no patient involvement.